Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl with trace ketones. The bg level was addressed with a manual injection. During troubleshooting with tandem's technical support, the customer reported multiple large air bubbles/gaps in the tubing. The customer successfully primed the tubing to remove the air and insulin delivery was resumed.